Event description:
Approximately two years ago, the patient began to experience shocking/jolting sensations. The patient stated "[his] lip is halfway bit off from chewing it off when this sensation occurs". The hcp checked the device with the clinician programmer, although no information was reported. No outcome was reported. Additional information has been requested, a follow-up will be submitted if additional information becomes available. Please see MFR. Report #3004209178200805310.